Manufacturer narrative:
This report is being submitted as follow up number 1 to provide the returned sample evaluation results as well as make a correction to the additional MFR narrative in the initial report. Initially in the additional MFR narrative it was reported that the actual device was not returned, that is incorrect the actual device was returned and the returned date was documented in device available for evaluation? Of the initial report. The actual device was returned to the manufacturing facility for evaluation. Visual inspection found no obvious anomalies which would relate to an air entrainment issue. The actual sample was filled with saline solution and pressurized. No leak was confirmed. The actual sample, after having been rinsed and dried, was built into a circuit with tubes and primed with saline solution by following the procedure described in the IFU. There was no air remaining in the device. Air bubbles were entrained into the blood phase intentionally and the circulation of saline solution was kept on at the flow rate of 2 l/min. It was found there may be cases where the air bubbles stay at the same position. The air bubbles were able to be removed from the blood phase by de-clamping the purge line or increasing the flow rate. There is no evidence that this event was related to a device defect or malfunction. While the exact cause of the reported event cannot be definitively determined based on the available information, as cause of air being entrained into the device it is likely the priming flow rate was not sufficient or the purge line was not de-clamped. The device labeling does address the potential for such an event in the instruction for use (IFU) with the statement such as the following: recirculate the priming solution at a rate of 4 l/min or higher to facilitate air removal. Make sure the circuit and the purge line are not clamped, then start pump at a low speed. After checking for leakage or any other problem, gradually increase to full flow. Do not exceed 7 l/min flow rate. Vigorously recirculate the priming fluid through the entire circuit until all air bubbles are eliminated. Check oxygenator and tubing for leakage or any other problem. After priming, if air bubbles continue to appear, identify the cause and make necessary corrections. Remove the air while opening the purge line. Close purge line prior to initiation of bypass. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
D4: UDI number not required this is a bulk item. The actual device has not been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code 20 has been referenced in the conclusions section of h6. A review of the device history record and product release decision control sheet of the involved product code/lot # combination was conducted with no relevant findings. A search of the complaint file found no other report with the involved product code/lot# combination. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported air bubbling in the capiox device. Follow up communication with the user facility provided the following information: during priming an air bubble was noted on top of the oxygenator that was impossible to remove; and there was no patient involvement.